Event description:
Boston scientific received information that during a follow up of this implantable cardioverter defibrillator (ICD) high out of range shocking impedances as well as low out of range impedances were noted on the right ventricular (rv) lead. A disk analysis was sent to european technical services. Technical services discussed that noise was seen on the ventricular channel. A possible lead fracture or a connection issue was discussed but not confirmed. Discussed conducting a high resolution x-ray in order to determine the root cause of this issue. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this event will be updated.

Event description:
Upon performing a revision procedure it was noted that the setscrews were loose. The setscrews were re-tightened and all the leads stayed in place with proper measurements. The device and leads remain implanted.

Manufacturer narrative:
Upon performing a revision procedure it was noted that the setscrews were loose. The setscrews were re-tightened and all the leads stayed in place with proper measurements. The device and leads remain implanted.

Event description:
Additional information received noted that an x-ray took place. A possible setscrew issue was noted. No revision has been performed at this time.